Event description:
(B)(6) -the dealer reported that the spt custom mechanical wheelchair wheel hub locks were broken. There was no reported patient injury.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although three different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).